Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). The sample was not re-centrifuged prior to running. The alarm trace showed an abnormal probe sucking alarm on the day of the event. The field service representative checked and adjusted the horizontal and vertical alignments of the sample probe in their working positions. The laboratory tested and approved the equipment's performance. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for 1 neonate patient sample on a cobas 6000 c501 module. The initial result was 1.01 mg/dl. The repeated results were 10.45 mg/dl and 10.90 mg/dl. The repeated result of 10.90 mg/dl was reported outside of the laboratory and believed to be correct. The reagent lot number is 461969 with an expiration date of 30-sep-2021.